Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms and required frequent set changes. Customer reported that the no delivery alarm was resolved by a complete set change. Blood glucose level was 263 mg/dl at the time of the call. No further information was provided.